Event description:
The leading end of the guidewire kinked and the moveable core pierced the coils. During the attempt to pull the guidewire back, it became stuck on some tissue, but was removed without incident. There was no reported injury to the pt.